Event description:
The complainant alleged that during incoming inspection of the product, the device's pacer output knob would not rotate. The complainant indicated that there was no pt involvement in the reported malfunction.